Event description:
It was reported that pump displayed malfunction code malf 0 with fault ID 0x277d and issue was not preceded by any notable events. There was no adverse impact to the customer¿s blood glucose level. Customer could not reset malfunction, and technical support arranged pump replacement; no additional information was received regarding further actions or outcome.